Event description:
Caller reported blood glucose results of 385 mg/dl on aviva system 1, 140 mg/dl on aviva system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system 1, medwatch with identifier (B)(6) is aviva system 2. Caller did not know which strip lot produced the discrepant result on aviva system 1. Lots 491210 (expiration date 12/31/2013) and 491210 (expiration date 12/31/2013) were in use by the customer at the time of the event. The retention strips for lot 491210 and lot 491211 were tested on a retention meter. No error messages occurred and the retention strips performed as expected.